Event description:
It was reported by patient's husband that patient underwent a total hip arthroplasty in 2008, in which patient received a durom acetabular cup. Post op, patient experienced pain and patient's physician has recommended a revision.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.